Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited cardiac compass invalid data. It was also reported that intermittent r wave under-sensing was noted on the right ventricular (rv) lead at the same time as aortic pressure event. Both the ipg and the rv lead remain in use. No patient complications have been reported as a result of this event.